Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal right coronary artery with heavy tortuosity and moderate calcification. The 2.0 x 15 mm trek balloon dilatation catheter was prepared inside the patient anatomy. The trek was advanced without issue to the lesion and inflated to 5 atmospheres (atm); however, the balloon ruptured on the first inflation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that rx trek/mini trek cdc instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body.